Event description:
The user facility reported during the vitrectomy procedure the cutter failed to cut. Another cutter was used to complete the procedure with no incident.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.